Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged resulting in the pump being unable to be used. The customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.